Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated tacrolimus (tacr) result was obtained on a patient sample on an atellica ch 930 analyzer. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse: replaced the metering, flush pump, impeller, sample probe pump and manifold dilution assembly, pressure disk, valve 2, and dilution probe; ran level-sense reliability; checked and cleaned the drain; checked the fluid fittings; reseated the dilution arm connectors; installed a new dilution arm; aligned and primed the dilution arm; reseated all the tubing, including the bulkhead; performed auto check; verified and adjusted the altitude settings; auto-aligned the dilution ring, mixer, and dilution arm; cleaned the clogged direction 1 air (d1a) tubing and reinstalled it; replaced can 20 and can 21 and fluidic fittings at the bulkhead for water and saline; verified the aspiration of the probe; replaced the probe tubing and valve, saline pump assembly, heater, and metering tubing; auto-aligned dilution arm and reagent probe 1. Then, the cse manually aligned the dilution mixer and performed an auto-alignment, primed the instrument, and performed an auto-check, which passed. The cause of the falsely elevated tacrolimus (tacr) result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated tacrolimus (tacr) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer and the repeat result recovered lower than the initial result and matched the patient's history. The repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated tacr result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2024-00022 on 02-feb-2024. Additional information (06-feb-2024): siemens monitored the tacrolimus performance for 7 days and there has been no recurrence of the issue. Siemens evaluated the event and determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial report, potentially contributed to the falsely elevated tacrolimus (tacr) result. The instrument is performing according to specifications. No further evaluation of this device is required.